Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The RMA was authorized, but was not received. Thus, no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was issued for sensor replacement. No further investigation was found necessary for this complaint.

Event description:
On august 26, 2023, senseonics was made aware of an incident where the user experienced sensor inaccuracies which led to an early sensor removal.